Manufacturer narrative:
(B)(4). Additional narrative: synthes is submitting this report as a result of remediation activities related to synthes service and repair files legacy review/remediation protocol-complaint handling and MDR reporting. Device listed in this report is used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. The device was received for inspection. During service, technician found that the engine was weak, not enough power. The bearing and the lamellae were worn-out and the hose was damaged. Normal wear possibly attributed to the reported damage. The device was repaired and returned to customer.

Event description:
Device was returned for service due to damaged hose, it doesn't hold pressure. This is report 1 of 1 for complaint (B)(4).